Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
Correction: the event date should have been filled in as (B)(6) 2024.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was discovered that the right atrial (ra) lead exhibited high pacing impedance. The ra lead was not used. The physician continued with another ra lead and completed the procedure. The patient remained in stable condition.